Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed. The complaint in regard to the charging issue was not verified. In the lab, the ipg was successfully charged fully in one cycle. This result attested that the ipg was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected because the ipg would not hold a charge. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected because the ipg would not hold a charge. The patient was reportedly doing well postoperatively.